Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they saw their healthcare provider (hcp) and they adjusted it and said they would phone in medicine, on (B)(6) 2017 and again on (B)(6) 2017. The hcp didn't say what the cause was. No further complications were reported/anticipated.

Event description:
The patient reported that they were feeling nauseous. It was noted that the patient could tell that their therapy was on because every once in a while, they could feel the flutter. The patient reported that they fell. They patient broke their foot and sprained their wrist. The patient followed up with their healthcare provider and was told that the fall would not have affected their therapy. It was noted that the patient was almost to the point of having the device removed. No further patient complications are anticipated or expected as a result of this event.